Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, describing the device as driving glucose below 70 mg/dl and requiring assistance for oral carbohydrate correction when disoriented, with episodes occurring particularly when instructed not to pretreat. Symptoms included hypoglycemia with confusion and need for assistance to treat. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.